Event description:
It was reported that the patient alert was triggered leading to an unscheduled out patient clinic visit. Interrogation revealed crosstalk (ventricular oversensing with atrial pacing) leading to non-sustained ventricular lead noise. Additionally, there was pacing impedance 2 times its regular measurement in trend which subsequently returned to baseline. R wave measurements, which are generally 4-6mv, displayed measurements down to ~1.0mv. A couple of high frequency noise events were also noted. The lead remains in use and the following changes were made: atrial outputs were reduced from 2.5 to 1.5v @ 0.5msec, base rate pacing was reduced from 60 to 50ppm with rest rate 45ppm, rate response turned to passive and ventricular pli upper limit was reduced to 1000ohms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).